Event description:
It was reported by the rep that the device was used during laparoscopic bilateral oophorectomy. It was reported the procedure continued after the tsw35 misfired. Another tsw35 was used to complete the procedure without incident. There was no consequence to the pt.